Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case of the pc units were defective and needed to be replaced. There were no patient involvement.

Event description:
It was reported the front case of the pc units were defective and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of keypads being replaced due to recall was confirmed. The ac indicator light did not illuminate on 1 out of 3 keypads after plugging in the power cord. The system on key did not function on 1 keypad. All other keys functioned with no issues observed. The system on key did not function and various keys on the keypad were not functioning as intended on 1 out of 3 keypads. Device inspection: external and internal inspection was performed on (qty printec (1) p/n tc10013664 and (2) tc10012515). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 3 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: no device history or qn search was performed. H3 other text : only front case keypad assemblies were provided for the investigation.